Event description:
It was reported that while using one bd vacutainer® push button blood collection sets, blood leaked when the tubes were removed and when filling causing tubes to be overfilled and covered in blood. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes. D9. Returned to manufacturer on: 04-jan-2024. H3. Device eval by manufacturer- yes. Investigation summary: bd received 2 photos and 1 shelf pack of samples for investigation. The customer photos show a device with blood leakage in the holder of the device. Additionally, 30 of the customer samples were randomly selected and subjected to functional testing using and all the samples passed testing; there was no evidence of sleeve defects or sleeve leakage during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is confirmed for the indicated failure mode of sleeve leakage based on the photo analysis. Bd was not able to identify a definitive root cause. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection sets, blood leaked when the tubes were removed and when filling causing tubes to be overfilled and covered in blood. No patient or user impact reported.